Manufacturer narrative:
No appropriate code available for singed eyebrow; there was no other impact or injury to the patient and no allegation against the unit itself. At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an incident where the system 2450 # 60-2450-120 / ser # unknown, was being used in a procedure that dba (B)(6) eye institute, experienced on (B)(6) 2020. It was reported that the ocular plastics doctor was doing an upper eyelid lift (blepharoplasty) and using 2450 esu and aer defense smoke evac. He routinely uses a q-tip for pressure and to wipe away blood. The bovie ignited the q-tip and it caught on fire. The patient had a singed eyebrow but had no burn to the skin. Surgeon was not injured either. It is noted the procedure was successfully completed with a 5-minute delay and no alternate device was used. There is no allegation of any malfunction or defect of the system 2450. Although the system 2450 could not and did not directly cause the q-tip to catch fire and singe the eyebrow, the unit will be reported on in an FDA filing as it was used during the incident. Although requested, no additional information has been made available at time of this filing. This report is being raised on the basis of malfunction due to previous FDA filings for the system 2450 being used in a procedure when the incident occurred.

Manufacturer narrative:
The investigation of the reported complaint is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified, root cause could not be identified. Based on the additional information obtained, the surgeons technique and practices may have lent cause to this incident. As a serial number was not provided, conmed could not conduct a review of the manufacturing documents from the device history record (DHR). The service history could not be reviewed for this same reason. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen enriched environments. The risk of igniting flammable or other materials is inherent in electrosurgery and cannot be eliminated by device design. Precautions must be taken to restrict flammable materials and substances from the electrosurgical site. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Additional information provided by the reporter indicates that these are unusual cases in that the patient is usually either awake or under conscious sedation. Per cei what happened is that they are not requiring covid-19 tests pre-op so they are having the patient wear a surgical mask while they are being operated on. Patients are also sometimes given oxygen during the procedure. Oxygen was building up underneath the mask/drape and escaping thru the top of the mask around the nose and the oxygen was starting the fire. They have changed their protocol and installed a device on their bed to remove the oxygen, so it does not build up. A conmed reusable handpiece was being used with the system 2450 at the time of incident. It was clarified and confirmed that the patient required no treatment for the singed eyebrow.